Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use during dwell 4 of 5. The home patient (hp) had disconnected and went back to bed. The baxter technical representative (tsr) explained the alarm and assisted the hp to turn on the hc and get the cassette out. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp had no idea how the air entered the lines. The hp stated that everything looked normal. The hp discarded all the supplies and did not provide the lot number information. The hp stated that they have not notified their registered nurse (rn) regarding the alarm, but they will do that today. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.